Event description:
This case was reported by a consumer and described the occurrence of asthma problem in a (B)(6), male, pt, who received super poligrip original denture adhesive cream (B)(4) over a period of 9 months for dentures. A physician or other health care professional has not verified this report. Concurrent medical conditions included asthma, diabetes, prostate problem and urination abnormal nos. Co-suspect medication included denture adhesive (equate), albuterol inhaler and albuterol (via nebulizer). Concurrent medications included metformin hydrochloride metformin), metformin hydrochloride (glucophage), amlodipine (norvasc) and lovastatin. On an unk date, the pt started super poligrip original denture adhesive cream (dental). The pt reported that he used equate denture cream before using super poligrip. The pt reported that he had used 12 tubes during the past 8 to 9 months and applied super poligrip 2 to 3 times daily and it didn't hold his bottom denture. He stated that he used more on his dentures than the specified amount further described as "I had a lot in my mouth at night" and experienced "mouth felt gummy". He reported that it may have not held his dentures because of his gum. The pt reported that he was diagnosed with hypertension approximately 7 to 8 months ago and that his blood pressure goes up and down. On (B)(6) 2010, his blood pressure readings included 171/98, 168/90 and 171/90. After resting for 1 to 2 hours, his blood pressure readings were 128/73 and 158/89. He stated that his blood pressure goes up when he has a problem with his asthma. He stated that he did not know if super poligrip caused his high blood pressure or his asthma exacerbations. He reported that he went to the hospital due to blood pressure in (B)(6) 2010, at which time he was diagnosed with pneumonia. He was hospitalized for 3 nights and treated with levaquin. No change was made in his blood pressure medications. On unknown dates, the pt was seen by health care providers and presented to the emergency room due to high blood pressure and asthma. The pt reported that he discontinued albuterol and started vicks vapor rub. Treatment with super poligrip original denture adhesive cream was continued. At the time of reporting, the events were unresolved.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4). The lot number for this product is available (B)(4). It is unknown if the product will be returned for quality assurance testing. (B)(4).